Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after taking branches with the vasoview hemopro 2, they were going to perform the stab and grab technique. However, while pulling the c ring into the cannula, only one half of the c ring came back into the cannula. It was noticed that the c ring was cut in half. The cannula was pulled from the leg without causing injury to patient or the vein. A new kit was not opened, as harvesting was completed.